Manufacturer narrative:
The pump remains implanted and the patient remains ongoing on vad support. A specific cause for the infection could not conclusively be determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months 13 days. Investigation: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient had purulent drainage for a week before they were seen in the clinic on (B)(6) 2018. Cultures of the exit site were obtained and the patient was started on bactrim. The patient developed a fever and was seen by the emergency department, where a CT scan with contrast of the abdomen/pelvic area was performed. The scan revealed increased fat surrounding the driveline and tiny fluid collection adjacent to the driveline. The fluid collection likely represented a small abscess that was too small to drain. On (B)(6) 2018 the patient was taken to the operating room for an incision and drainage procedure. Wound cultures obtained during the operation revealed staphylococcus epidermidis. A peripherally inserted central catheter (PICC line) was inserted and the patient was discharged home on a 6-week course ((B)(6) 2018 to (B)(6) 2018) of vancomycin. On (B)(6) 2018 the vancomycin was discontinued and doxycycline suppression was initiated.